Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy enteral feeding device was placed the day before (patient age, gender and weight unknown). According to the complainant, "the box was labeled as '18fr 4.5cm', but the device was found to be labeled as '16fr 4.0cm'. The reported device was placed in the patient, however, the complainant indicated that it was planned to be replaced with the correct device. There were no reported patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good." The status and result of the device replacement procedure is unknown.

Manufacturer narrative:
No consequences or impact to patient. Mislabeled although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. A photograph of the affected device labeling was provided by the complainant which corroborated the reported issue. A review of the device history record was performed for the pertinent lot; no anomalies were noted and there was no indication of a labeling issue.